Event description:
Fractured and worn ceramic liner. Worn ceramic head. Replaced liner and head and sleeve. Replacement was a x3 poly liner and ceramic head after in-depth discussion regarding bearing surfaces and possibility of ceramic fragments causing third body wear of a poly liner. Was climbing ladder to access tree approx 2/12 prior to revision surgery. Only noticed increase in pain, hence presenting 2 months post event.

Manufacturer narrative:
An event regarding wear involving a ceramic head was reported. The event was not confirmed. It is noted that the medical review indicated and confirmed hip dislocation. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following:the trident ceramic liner including the metal part was explanted with blood and tissue on it. About half of the ceramic liner rim was fragmented and about one quarter of the metal part rim was fractured/ damaged. There are black/dark stains in the ceramic liner inside surface. The ceramic femoral head was also explanted with blood on it. About half surface of the femoral head is covered with black stain. No obvious worn or other damage can be seen on the femoral head. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms dislocated left hip. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event of wear of the ceramic head could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x- rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Fractured and worn ceramic liner. Worn ceramic head. Replaced liner and head and sleeve. Replacement was a x3 poly liner and ceramic head after in-depth discussion regarding bearing surfaces and possibility of ceramic fragments causing third body wear of a poly liner. Was climbing ladder to access tree approx 2/12 prior to revision surgery. Only noticed increase in pain, hence presenting 2 months post event.